Manufacturer narrative:
H2) device evaluation: d3: manufacturing plant address, city, and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was used during latch lock testing and the cause of the customer reported problem was the latch lock flex circuit sensor was not functioning. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex circuit sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device does not recognize when cassette is attached. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.